Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had stored untreated events. Technical services (ts) reviewed device episode data and determined that this was caused by oversensing of muscle noise and the patient's t-wave. This occurred while programmed in the secondary vector. It was noted that this patient will be further evaluated in clinic so ts recommended an x-ray and exercise test. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD generator and electrode were repositioned during a revision procedure because of the system placement causing high impedance measurements up to 160 ohms. It was noted after the procedure, impedance measurements were within normal, expected range. No additional adverse patient effects were reported. This s-ICD system remains in service.